Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging an intermittent sound issue with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: the pump was powered on with clear and audible alarms. The initial complaint was unable to be duplicated. The pump was opened and there were no defects found. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.